Event description:
It was reported that during the spaceoar placement, an injection into the rectal wall occurred, instead of the intended location. The patient experienced bloody stools. It is worth noting that the patient had a history of transrectal biopsy, which may have compromised the integrity of the prostatic interrectal tissue, potentially contributing to the gel influx into the rectal wall.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/03/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.